Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, an (B)(6) male patient's wife contacted zoll to report that the patient has skin cancer and the lifevest was aggravating sores on his torso, below the therapy electrodes. The sores reportedly were breaking open. Zoll recommended that the patient contact their physician. The patient ended use due to an improved ejection fraction. There was no additional follow-up on the condition of the area.